Event description:
It was reported that the patient experienced recurrent hyperglycemia up to 400 mg/dl following infusion set changes, with the caregiver attributing issues to a 6 mm inset cannula and early site leakage leading to shortened wear time and more frequent supply changes. Symptoms included elevated blood glucose requiring corrective action. Outcomes included self-management with subcutaneous insulin via multiple daily injections without need for third-party assistance. Investigation included troubleshooting and education with the caregiver and provision of a goodwill order for insets, connectors, and cartridges. Investigation of this case revealed no device alerts or alarms and that the patient provided a lot number for traceability. It was concluded that the cause of the hyperglycemia was unclear and that the event was managed conservatively by the patient and caregiver. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.